Event description:
Severe allergic reaction to sculptra (poly-lactic-acid), included heart palpitations, hives, papules, granulomas, pustules resulting in permanent scarring, keloids and systemic auto-immune reaction. Required treatment with hydroxychloroquine, high-dose prednisone, antihistamine, and minocycline antibiotic. Not in the clear yet. Sculptra is not safe and should require allergy testing before administration. This product is marketed a biologically inert and it is not. Do you still have the product in case we need to evaluate it? Yes. Do you have a picture of the product? (Check yes if you are including a picture) no. Product type (check all that apply) biosimilar. Why was the person using the product? Lipodystrophy.